Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97755, serial#: unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt saw eos warning code but during the call pt also mentioned that they were just was released from the hospital yesterday. They also said that their ins system was not working and the recharger (insr) showed a message for them to call medtronic. Pt commented that they suffer from hydrocephalus (water / fluid on the brain) and had to have a sling with all the wires replaced in their brain. Pt did not allege that this condition nor sling replacement were in any way related to the medtronic (mdt) device or therapy. Pt commented that they are seeing their healthcare professional (hcp), on (B)(6). Pt said the implant has been "giving them a fit" since about 6 months ago, so they "have been yelling" at the hcp to take the ins out. Pt said the implant has migrated a little bit (way off from where it was originally placed) and it hurts, they can no longer lay on it. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the healthcare provider (hcp). Pt was last seen at this office on (B)(6) 2022. Pt stated the device was not working and was causing them pain. Patient said it needed to be replaced. But after that, pt cancelled their appointments and started seeing a different hcp. They had no information about any other device issues. After calling the new hcp's office, they stated that the device was removed on (B)(6) 2022. Per patient it was not working and causing them issues. It was unknown what patient¿s weight was and device return status was as or does not provide office with device.